Manufacturer narrative:
This report is submitted on january 12, 2023.

Event description:
Per the clinic, the patient experienced an infection at the implant site and was treated with antibiotics (specific type, date and duration not reported).